Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital patient confidentiality policy. Should additional information become available in the future it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
Patient had a scorpio knee implanted on left side approximately 13 years ago. Pain in left knee brought her to dr. (B)(6) office. A bone scan revealed uptake of femoral component. Revision revealed loosening of both femoral and tibial components. Triathlon ts system was reimplanted.